Manufacturer narrative:
(B)(4) product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 179-189mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 586mg/dl and hi fasting. Reviewed meter memory: 1:hi (B)(6) 2015 01:42:00 pm fasting:yes. 2:hi (B)(6) 2015 01:39:00 pm fasting:yes. 3:hi l (B)(6) 2015 12:14:00 pm fasting:yes. 4:hi (B)(6) 2015 12:13:00 pm fasting:yes. 5:hi (B)(6) 2015 12:12:00 pm fasting:yes. Customer is concern with all the hi blood results she is getting. Customer states that she is feeling fine she feels normal. Customer states that she was at her dr. Office yesterday and everything was fine but they change her medicine.